Event description:
It was initially reported that the patient had high impedance (>10,000 ohms). X-rays were taken but had not been provided to the manufacturer for review. The high impedance was seen the first time this physician had seen the patient but per the records he had there were good diagnostics (B)(6) 2012. There was no patient trauma or patient manipulation and that this is patient was very passive in nature. The patient was not disabled that day although the physician knows that this is the manufacturer¿s recommendation since the patient was not having any adverse events. The patient had a generator and lead replacement and the explanted products were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. It had previously been noted during a previous generator replacement that the lead had abraded outer tubing. It is unclear if this may have contributed to the high impedance. Good faith attempt for more information been unsuccessful to date.

Event description:
Additional information was received that product analysis was completed on the generator and lead. The outer silicone tubing is abraded open. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The lead assembly had remnants of what appears to be dry body fluid inside the inner and outer silicone tubing. Other than the above mentioned observations, typical wear, and explant related observations, no other anomalies were identified in the returned lead portion. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.902 volts as measured, shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 34.199% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
\Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.